Event description:
The provider was drawing lab-work and as she attempted to retract the butterfly needle after drawing blood, the device does not retract and the needle and spring in the device do not engage. FDA safety report ID # (B)(4).